Manufacturer narrative:
The device has not been received for analysis as of the date of this report, therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported via a maude event report "pt was diagnosed with pe in 2007. A greenfield ivc filter was placed on the same day. The evening of two days later, pt experienced aob and cp (airway obstruction and chest pain). Chest CT showed that ivc filter was tipped at an angle that would allow embolic material to pass. Pt experienced acute cardiogenic shock and respiratory distress that required intubation and pressor support. Pt required repeat surgery to place a new (redacted) filter." Additional information has been requested regarding this event.